Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Staple line missing staples. How was the bleeding controlled?? Bleeding was controlled with additional sutures. How much blood was lost (ml)? Specific figures could not be confirmed. Did the patient require a transfusion? No, transfusion was not necessary. Is the current patient status known?? No, we have not received any information that there is a problem. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during thoracoscopic lung malignancy surgery, lobectomy, the lungs were emphysema lung and a slightly interstitial pneumonia. There was no problem with slr attached to lung parenchyma up to 4 firing. Failure occurred when the slr was not attached at the fifth firing. The knife only ran into the lung parenchyma and no staples were seen. The operation was completed with manual suturing due to bleeding. There was an impression of bleeding a lot, but not to the point where the vitals became abnormal, or the patient needed a blood transfusion. The tissue was not thick, hard. It was thought that up to 4th firing there might have caused some damage to the main body. The cartridge color was gold. The device was used on a lung. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2024. Photo analysis: additionally, photos were provided and they showed the condition of the reported event.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024; d4 batch #681c12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60d reload present. Additionally, the reload was received with the right side partially fired 1/2, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may have not been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 681c12, and no non-conformances were identified.